Manufacturer narrative:
The device was returned to resmed for investigation. Review of the device data logs confirmed the occurrence of a power failure alarm. Based on the investigation and previous investigations of similar complaints, it was determined that the power failure was due to an isolated component failure within the battery assembly. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure alarm event. There was no patient injury reported as a result of this incident.